Manufacturer narrative:
This report is for an unknown pfna nail/unknown lot. Part and lot numbers are unknown; gtin and/or UDI number are unknown. Pfna devices are typically not distributed in the united states, but are similar to devices marketed in the USA. Additional product code: hwc. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: revision of proximal femoral nail anti-rotation (pfna) performed on (B)(6) 2015 due to a delayed union. The pfna nail, blade and screws were revised for a bigger implant. The surgeon had not indicated that the prostheses had failed. The original implant date is not known. This report is for an unknown pfna nail. This is report 1 of 3 for (B)(4).